Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer¿s blood glucose was 254 mg/dl at the time of the incident. The customer reported that they were having trouble with the pump and called earlier today thought they had fixed it but was doing the same again. When the customer tried to give insulin it goes for a bit but the pump gave a no delivery. Customer states they have tried all remedies. The customer declined to troubleshoot for high blood glucose. The customer will treat it with manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.